Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient was not getting therapy and the ipg is inoperable. Patient last had therapy about a month ago in (B)(6) 2022. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient was not getting therapy and the ipg is inoperable. Patient last had therapy about a month ago in (B)(6) 2022. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was explanted and replaced on mar 4, 2022. The patient has effective therapy post operatively.